Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. Based on the results of the investigation, the phenomenon was confirmed. It was determined that the error code e224 likely occurred due to a communication failure caused by a faulty cable. A review of the device history record found no deviations that could have caused or contributed to the reported issue. The instruction manual identifies the following related verbiage which could have prevented the phenomenon: ¿be careful not to twist the camera cable when it is coiled. The camera cable may be damaged. The cable can be coiled without twists by piling loops that are made by crossing the cable in front and back alternately. Never excessively bend, pull, twist, coil, squeeze, or crush the camera cable, which could damage the camera cable.¿ olympus will continue to monitor field performance for this device.

Manufacturer narrative:
This report is being submitted to capture additional information received from the initial reporter. That information is located in b5. Should further information be provided, another supplemental report will be submitted.

Event description:
Additional information was received confirming that this issue occurred during a laparoscopic case. Reportedly, the staff tried unplugging and plugging the camera back in, but that was unsuccessful. Consequently, they obtained a second camera and the image was fine, so the procedure was completed without any patient harm using the second device.

Manufacturer narrative:
The device was returned, and an initial evaluation was conducted by olympus; however, investigation is ongoing. During the initial evaluation, the user¿s report was confirmed. A faulty cable was discovered and was causing the reported image distortion as well as an e224 error code. Additionally, the rear label was found fading. If additional information becomes available following the device evaluation, a supplemental report will be filed.

Event description:
The customer reported that her olympus 4k autoclavable camera head was displaying a distorted image during an unspecified procedure. According to the initial reporter, an olympus representative was on site and attempted multiple different processors, but there was no change reported. Additional details relating to the patient and the event have been requested, but no response has been received at this time. There was no patient harm or consequence reported as a result of this event.